Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood glucose. The patient's blood glucose levels were not provided in the report. The pod was worn between 4 and 24 hours. It was also reported that the pod fell off the infusion site. The patient did not provide symptoms or how they were treated for the issue. According to the patient they were released three days later. The pod was worn when seeking medical attention. Three follow ups were attempted but no new information was provided.